Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb), and downloaded the latest software revision. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator generated an erratic upper display. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.